Manufacturer narrative:
The lift has been in service for 7 years. The user alleges during a transfer, the boom bent on the lift. The user allegedly sustained a head injury requiring medical treatment. Nature of compliant suggests a potential transfer error. Device service and maintenance history is unknown. MDR filed based on alleged head injury.

Event description:
The consumer's husband was transferring the consumer from her bed to a wheelchair when the lift allegedly "gave way", causing the whole boom on the lift to bend. The consumer allegedly hit her head on the end table and sustained a "gash" in her head as a result.